Manufacturer narrative:
After battery installation, device did not power up at all whatsoever due to heavy corrosion and mold along the bottom of the boards. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Finally did not note any corrosion or signs of previous moisture presence inside the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump had x and arrow pointing to a manual. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.